Manufacturer narrative:
Concomitant products: 4398 lead implanted (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after loosening the cardiac resynchronization therapy defibrillator's (crt-d) left ventricular setscrew to re-route the lead, the setscrew could not be engaged again. A different device was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. The returned device indicated a loose/detached set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.